Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The stent remains implanted. The delivery sys has not been returned to the MFR for eval to date. This event is being reported because this device is the same or similar to one marketed in the united states PMA # (B)(4). The investigation is currently underway.

Event description:
It was reported that after successful deployment in the proximal popliteal artery, during retraction from the 6f introducer sheath, the distal portion of the delivery sys detached from the rest of the catheter. Reportedly, the detached portion was observed to be partially outside of the sheath, but still loaded over the .035 inch guidewire. The physician was able to remove the entire delivery system from the introducer sheath without further incident. Final angiography demonstrated suitable patency results of the treatment site. Images are not available. No report of pt injury.